Event description:
A pt had been hospitalized possibly due to hypoglycemia. The reporter stated that they have been using the alleged device since 05/2005. The reporter states that in 07/2005 they experienced low blood glucose levels but chose not to seek medical advice or clinical support; instead they state that they decreased their basal rate. The reporter states that 10 days later they were found at home in an unresponsive state; they state that when they were found their blood glucose level was measured to be 67. When their family found them unresponsive it is reported that they removed the device, administered glucagon and called the paramedics. The reporter stated that when the paramedics arrived they were seizing and possibly having a stroke. The paramedics gave dextrose and their blood glucose rose to a reported 200. The reporter states they were then transported to the hosp where they were admitted to the ICU where they remained for 4 days in a coma. The reporter states that they stayed at the hosp until 08/2005; they were then admitted to a rehabilitative facility where they remained until discharge 8 days later. The device will be returned for evaluation but at the time of this had not yet been returned for analysis.